Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Bg value was not provided. Reportedly, incomplete bolus alerts occurred. Tandem technical support educated the customer on incomplete bolus alerts. Customer changed infusion set and administered inhalable insulin to address bg levels.